Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, and high voltage power supply and motherboard were found to be source of the e433 (constant reboot) error. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the electrosurgical generator esg-400 exhibited a defective motherboard, permanent reboot error code e486, and temporary failure error code e006. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.